Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon ruptured occured. The 50 percent stenosed target lesion was located in the aorta. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a different device. There were no patient complications nor injuries were reported.